Event description:
It was reported that the insulin pump had a partial display with a black circle showing on the screen. The blood glucose reading was 90 mg/dl. The customer stated that he was unable to get to any alarms on the insulin pump and did not recall any other than a check blood glucose alert. He reported that the insulin pump had been hit with the bottom of a hammer the day prior. He observed that the device was working after the incident but then it started showing a black spot on the screen. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with physical damage, cracked and bleeding lcd glass. Insulin pump had minor scratches on lcd window, cracked display window corners and cracked reservoir tube lip.